Manufacturer narrative:
. Health effect : impact codes: f2301, f2303. Clarification to d.6a.: 44 eyes were implanted with xen®45 gts between july 2018 and march 2020. Article citation: thatcher, mitchell d., et al. ¿short-term efficacy and safety of open conjunctiva ab externo xen45 gel stent implantation in glaucoma patients.¿ journal of glaucoma, june 14, 2022 - volume - issue - 10. Crossref, https://doi.org/10.1097/ijg.0000000000002064. Further information regarding event, product, or patient details will be requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of high intraocular pressure is addressed in the labeling.

Event description:
Reported events of 1 case of conjunctival buttonhole that was closed with a 10-0 suture; 1 case of choroidal hemorrhage that resolved without treatment; 1 case of a small anterior chamber hyphema; 1 case of hypotony; 2 cases of choroidal effusion; 3 cases of bleb leaks; 5 cases of needling with 5-fluorouracil; 4 cases required reoperation due to high iop: 2 were ab externo xen implantations, 1 trabeculectomy, and 1 baerveldt implantation; 43 cases required anti-glaucoma medications due to high iop; 18 cases had a decrease in bcva; were noted in the article: "short-term efficacy and safety of open conjunctiva ab externo xen45 gel stent implantation in glaucoma patients" journal of glaucoma, online print.